Manufacturer narrative:
H4: device manufactured date: 1999, specific date unknown. This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿do not splash or spill liquid such as water. If liquid such as water gets inside the product, stop using it immediately and contact the endoscopy customer service center, our designated service center, our branch office, or our sales office. Do not prepare, inspect or use with wet hands.¿ while a definitive root cause for the reported event could not be determined, based on the results of the investigation, it is believed that the reported event was caused by foreign material. As this event occurred when the power was turned on after cleaning the endoscope, liquid (water, chemicals, etc) adhered to the power line of the electrical contact for the scope connector socket and caused the reported spark. It is also possible that the terminal was bent or damaged due to potential foreign material such as metal pieces being present on the subject device. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the condition of the device substantiated the user report. The unit had sustained damage to the video connector, causing the image to be unstable. Additionally, lamp a was burnt and lamp b was aging. There was heavy wear on the scope connector, and the user settings could not be recalled from the memory file. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported by the customer, before a procedure, the video system had sparks coming from the device and melted, specifically the probe melted. The device referenced in this report was not inspected before use. The procedure was completed using a different device there was no patient/user injury or harm reported to olympus.